Event description:
It was reported the right ventricular lead exhibited noise. The suspected cause was a lead fracture. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.